Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the patient fall and not feeling stimulation was not determined. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a consumer regarding a patient who was implanted with a neurostimulator. It was reported that patient stated they fell and experienced a loss of efficacy. Patient claimed they had tried different programs and could not feel stimulation, and that reprogramming was done by the physician's office. The lead is planned to be replaced. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was discarded. There were no symptoms or further complications reported or anticipated.